Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the freestyle libre sensor. Customer received higher sensor scan results compared to readings obtained on a competitor brand meter and experienced a loss of consciousness, requiring treatment of glucose by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the freestyle libre sensor. Customer received higher sensor scan results compared to readings obtained on a competitor brand meter and experienced a loss of consciousness, requiring treatment of glucose by a third-party. There was no report of death or permanent impairment associated with this event.